Event description:
It was reported that the arctic sun device pro cable was not assessing temperature correctly. The water sucking portal was not working well. Last serviced on 21sep and due service (kept loan as one purchased was waiting for a part for dygpy043) as per wo update on 05dec2022, representative attended the hospital to fit a new temperature cable and found the arctic sun to be faulty as not reading temperature correctly. Temperature cable tested in this loan device and their new ap device, and the reading was only incorrect on that device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. A device history record review was not required as the complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The reported event was unconfirmed, a labeling review was not required. Correction: d, g, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device pro cable was not assessing temperature correctly. The water sucking portal was not working well. Last serviced on 21sep and due service (kept loan as one purchased was waiting for a part for dygpy043) as per wo update on 05dec2022, representative attended the hospital to fit a new temperature cable and found the arctic sun to be faulty as not reading temperature correctly. Temperature cable tested in this loan device and their new ap device, and the reading was only incorrect on that device. Per additional information received on 03jan2023, notes stated the device was in decontamination for evaluation.